Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Customer returns and 94 retention samples were visually inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of october 2023, additional testing was performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, samples produced coagulated plasma post centrifugation. No report of adverse or injury. The following information was provided by the initial reporter: (B)(6) 14:23:27 utc 2023 - patient fields updated: hazard, injury or erroneous results? No hazard, injury or erroneous results details. Customer states samples produced coagulated plasma post centrifugation.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes, samples produced coagulated plasma post centrifugation. No report of adverse or injury. The following information was provided by the initial reporter: tue (B)(6), 14:23:27 utc 2023 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. Customer states samples produced coagulated plasma post centrifugation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.